Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device hose was damaged as the outer hose came apart and the coupling was damaged. It was noted that the hose had a hole and the wire cable/connector lid was missing. It was further noted that the device failed pre-repair diagnostic tests for safety assessment, and loctite & cable assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that the date received by manufacturer was incorrectly documented on the initial report. The correct date received by manufacturer is feb 29, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.